Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up loss of capture due to lead dislodgement was noted. No other electrical anomalies were observed. The lead was capped and replaced. The patient was stable post-procedure.